Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the non-bsc guide wire used in the procedure stuck inside the guide wire imaging window sheath assembly. Kinks were observed on the guide wire 1.3cm and 1.8cm from the distal end. The hub, telescope, imaging core, and luer assemblies were not returned for analysis. 9.5cm of the proximal section of black peek tubing was missing, the tubing appears to have been cut. The distal tip assembly was found to be cut from the sheath when received. Several kinks were noted on the broken distal tip assembly and imaging window assembly. The sheath was received into two pieces, the distal tip end was 2.3cm long and the remaining section was 135.6cm long. The distal tip appeared to have been cut and not brittle (it was confirmed the physician cut the catheter during surgery). The distal sheath imaging window was stretched approximately 8.5cm long when received. The guide wire exit port was damaged. A 0.014" test guide wire was inserted and cannot go through the distal tip end due to the kink and dried blood in the distal tip assembly. Full image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with an implanted stent occurred resulting in patient complications and surgery. The 99% stenosed target lesion was located in the severely tortuous and moderately to severely calcified, 2.7mm in diameter, distal left circumflex (lcx) artery. Two non-bsc stents (2.5x23mm and 3.0x12mm) were implanted in the distal lcx and post-dilated to 8atms with the stent balloons. This atlantis sr pro2 intravascular ultrasound (ivus) catheter was then used for post-implant diagnosis. The catheter was loaded over another manufacturers' 0.014" guide wire and advanced without resistance. During pullback the ivus catheter became stuck in the distal portion of one of the implanted non-bsc stents. In an attempt to free the ivus catheter, the physician dilated the lesion with a 1.5mm apex balloon catheter and a 1.25mm non-bsc balloon catheter without success. Next, the imaging core of the ivus catheter was removed and 0.014", 0.018", and 0.025" guide wires were inserted into the sheath of the ivus catheter in an attempt to remove the catheter without success. Next, the physician deep engaged a 6f guide catheter. The ivus catheter was able to move distally allowing the physician to push and rotate the catheter; however, the ivus catheter would still not release from the stent. The decision was then made to remove the ivus catheter surgically; however, the patients' blood pressure dropped and she went into cardiac arrest prior to transfer. Cardiac compression and intubation were performed and the patient stabilized. The patient was transferred to another facility on the same day and the ivus catheter was removed surgically. The patient is stable but remains on a percutaneous cardiopulmonary support system (pcps).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with an implanted stent occurred resulting in patient complications and surgery. The 99% stenosed target lesion was located in the severely tortuous and moderately to severely calcified, 2.7mm in diameter, distal left circumflex (lcx) artery. Two non-bsc stents (2.5x23mm and 3.0x12mm) were implanted in the distal lcx and post-dilated to 8atms with the stent balloons. This atlantis sr pro2 intravascular ultrasound (ivus) catheter was then used for post-implant diagnosis. The catheter was loaded over another manufacturers' 0.014" guide wire and advanced without resistance. During pullback the ivus catheter became stuck in the distal portion of one of the implanted non-bsc stents. In an attempt to free the ivus catheter, the physician dilated the lesion with a 1.5mm apex balloon catheter and a 1.25mm non-bsc balloon catheter without success. Next, the imaging core of the ivus catheter was removed and 0.014", 0.018", and 0.025" guide wires were inserted into the sheath of the ivus catheter in an attempt to remove the catheter without success. Next, the physician deep engaged a 6f guide catheter. The ivus catheter was able to move distally allowing the physician to push and rotate the catheter; however, the ivus catheter would still not release from the stent. The decision was then made to remove the ivus catheter surgically; however, the patients' blood pressure dropped and she went into cardiac arrest prior to transfer. Cardiac compression and intubation were performed and the patient stabilized. The patient was transferred to another facility on the same day and the ivus catheter was removed surgically. The patient is stable but remains on a percutaneous cardiopulmonary support system (pcps).